Manufacturer narrative:
The device was not returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. However it is possible that the patient's severe tortuosity may have contributed to the reported event. As per the pipeline flex IFU: "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm located in the ophthalmic segment of the left internal carotid artery (ica), the pipeline did not open distally. It was reported that more than 50 % of the device was deployed when it failed to open. The pipeline was resheathed and removed with the microcatheter. A new pipeline was used to complete the procedure. No patient injury was reported. The patient had severe vessel tortuosity. The aneurysm was unruptured and saccular. The proximal landing zone was 4.95 mm and the distal landing zone was 5.12 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.